Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), and h11. H4: the lot was manufactured in november 2024. H11: forty two (42) unopened devices were received for evaluation. Visual inspection was performed, and particulate matter (pm) was identified on the white connector of the inlet, white spike connector of the inlet, white spike connector cap of the inlet, embedded in the inlet tubing, and packaging. The observed pm was further described as dark particulates, black particulates/spots, white particulates, dark fibers, and a red fiber. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that forty five (45) exactamix vented micro-volume inlets had particles. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.